Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 900+ mg/dl. Customer had symptoms such as throwing up and being really thirsty. Customer was hospitalized for diabetic ketoacidosis. Customer was in the ICU and treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. Customer also mentioned blank display and frequent battery errors. The insulin pump was returned for analysis.